Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due signal amplitude oversensing. It was noted that patient had low r-wave measurements. Approximately ten months later an additional inappropriate shock was reported. It was noted the patient had received an inappropriate shock in all three vectors, therefore a system replacement was being considered. No adverse patient effects were reported. This device was subsequently explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due signal amplitude oversensing. It was noted that patient had low r-wave measurements. Approximately ten months later an additional inappropriate shock was reported. It was noted the patient had received an inappropriate shock in all three vectors, therefore a system replacement was being considered. No adverse patient effects were reported.